Event description:
It was reported that during an implant attempt, the vein was tortuous with an acute bend in the mid coronary sinus (cs) which was dissected by the catheter during the procedure. A guidewire was used to track into the targeted vessel and a left ventricular (lv) lead was placed. Initially the implanter suspected the lv lead was outside of the dissected vein, but an x-ray and echocardiogram were done the next day and were normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.